Event description:
Upon examination discovered that the lead migrated and there was an perforation. The lead was replaced and the perforation healed naturally. The lead was sent to the manufacturer for an investigation.